Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Clinical details report that a alarm triggered prior to starting the pump. No further details were provided. The provided data log has recorded only a "case start" notification. The pump was not returned for investigation and only a portion of imc logs were available for review. Since limited clinical details were provided and insufficient product and data logs were returned for investigation, the root cause of the optical signal issue couldn't be determined.

Event description:
The complainant was using a cp pump to support a patient undergoing a high-risk percutaneous coronary intervention. Prior to starting the implanted impella cp pump, a 'placement signal not reliable' alarm appeared on the console. The positioning and motor current were verified, and support proceeded without interruption. There was no patient harm.